Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise. Communication attempts for additional information were made but were unsuccessful. The lead remains in use. No patient complications have been reported as a result of this event.